Event description:
Same event as MFR report #: 6000089-2007-00211. It was reported that during a pci procedure, two balloon ruptures occurred. The lesion being treated was located in the distal right coronary artery (rca). The 9mm x 2.0mm maverick2 monorail balloon ruptured at 12 atms on the initial inflation while attempting to dilate the lesion. The device was replaced with a 20mm x 1.5mm maverick2 monorail balloon which also ruptured at 12 atms on the initial inflation. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.